Event description:
Glass breakage is occurring. Tubes are breaking at the top when the tops are removed. Some tubes have hairline cracks and no vacuum. They receive cases at a time, no damage to case or shelf pack. People have been cut with broken glass, no follow-up treatment required. Offered to substitute plastic tubes to replace their glass tubes.